Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of ascys0166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was received continuous infusion when the line began to leak blood. It was stated the patient's mother brought them to the clinic and the needle was de-accessed and re-accessed. A hole/crack was noted between the distal hub and tubing.

Event description:
It was reported that the patient was received continuous infusion when the line began to leak blood. It was stated the patient's mother brought them to the clinic and the needle was de-accessed and re-accessed. A hole/crack was noted between the distal hub and tubing.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be related to the use of the device. One 20 ga x 0.75 in safestep infusion set was returned for investigation. User residue was observed within the tubing. The sample was flushed with water using a 12 ml syringe and a leak was observed at the extension leg near the proximal hub. Microscopic observation of the leak location revealed it to be uneven and granular. The damage was likely caused due to repeated bending or kinking of the tubing. The product IFU cautions, ¿avoid excessive manipulation once the needle is in the port.¿ a lot history review (lhr) of ascys0166 showed no other similar product complaint(s) from this lot number.